Event description:
According to the reporter, during laparoscopic radical gastrectomy, when clipping the tissue on blood vessels, a new clamp packaging bag was opened. After that, the blood vessel was severed, and there was still bleeding on the cross-section. The clips were found not to close tightly. Therefore, a new absorbable ligation clip was immediately replaced to clamp the section without bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.